Manufacturer narrative:
(B)(4) is being considered a duplicate of pr 9795833. Please refer to (B)(4) and MDR 1218950-2019-07879 for details on the investigation and conclusion of this case, which is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's failed to deliver shock. The device was in use with a patient at the time of the event. There was no report of harm or adverse event to the patient.